Event description:
The patient recieved a medpor petite nasal dorsum implant and sic months later developed an opening. The doctor removed the implant, trimmed it, then re-inserted the implant. It was reported by the doctor that this procedure was done in a sterile field. The doctor noted that there was no infection or abnormality of the implant, it just needed to be trimmed. After the re-implantation, the patient developed an infection. Treatment was attempted, but was not successful. The doctor removed the implant. The patient continued to have problems with the opening in that it would not heal. The doctor performed further surgery to try to determine the cause of the opening. He found a small mass of material similar to new bone growth. The doctor made inquiries about new bone growth in relation to medpor implants. A biopsy was performed. According to the doctor the pathology report indicated that the mass has the structure and appearance of plastic. The doctor indicated that the plastic could possibly be a band-aid material and that the patient had put super glue on the wound without his prior knowledge.